Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t9ey, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A lead revision was reported by a health care physician (hcp): the caller stated that the patient¿s lead had been revised because the caller thought the patient had been having issues with function of the device. The caller then proceeded to read an op note from (B)(6) 2017 from the health care physician (hcp) in which the patient had been trialed with a lead placed in the s3 foramen and then they had a subsequent procedure for placement of a stage 2 and removal of the s3 lead and retained the s4 lead. There were no further complications reported.